Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on four months ago with blood glucose of over 400 mg/dl. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer provides details regarding symptoms of their high blood glucose episodes such as thirsty tired and vomiting. The customer treated with the insulin pump. Customer was not calling back to performed a high pressure test. Customer did not continue to troubleshoot. The insulin pump will not be returned for analysis.